Event description:
It was reported that the bd facs¿ lyse wash assistant leaked biohazard waste liquid outside the instrument. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from (B)(6) : "a liquid leak is observed at the base of the equipment" was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17mar2021 to 17mar2022. ¿ complaint trend: there are 11 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 17mar2021 to 17mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # 337146-337146-r337146000648-100869074-15, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to deposits in the fluidics system. The customer initially reported that the instrument was leaking waste from the base. During a remote consultation, the tsr (technical service representative) asked the customer to check the connectors and tubings, and it was reported that everything was connected as expected. Later that day, the customer contacted the tsr and reported that the issue had been resolved by cleaning out the deposits. No parts were requested for evaluation as there were no parts replaced. After the cleaning, the instrument was reported to be functioning as expected. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-01 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02377054, case # (B)(4). Install date: 13feb2016. Defective part number: n/a. Internal notes: o valentina agnusdei 2022-03-17 12.15: the client informs that this problem has been solved by changing all the deposits. I inform the technician and ask the ltso to cancel the wo for dispatch. O valentina agnusdei 2022-03-17 11:03:48z: for dispatch, I ask the client to check the connectors, tubes... Everything seems well connected. Technical intervention required. Quality questions for leakage in case checklist. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 337146fmea, rev. 03/vers. C, lyse wash assistant fmea disinfectant project was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O ID: (B)(6). O item: bd disinfectant. O function: quaternary ammonium disinfectant. O potential failure mode: biohazard exposure. O potential causes: toxicity. O local and next-level effects: health hazard to operator. O hazards: corrosive to eyes, corrosive to skin, inhalation, health hazard to operator. O end effects: irreversible eye damage, severe skin burns, irritation to respiratory tract, toxic effects to operator. O risk controls: steris vesta-syde sq product sds; product label; harvard longwood laboratory waste guide; bdb users¿ guide; glp; internal procedures and training; ppe. O effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with waste tanks; lwa risk analysis review meeting minutes (sap 10000439939). O probability: 2. O severity: 2. O risk index: 4. O output: none. Mitigation(s) sufficient: yes or no?. ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due deposits in the fluidics system. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due deposits in the fluidics system. The customer reported the leakage and confirmed that the connectors and tubing were connected as expected. Later on, the customer reported that the issue had been resolved by cleaning the deposits. The work order for the field service repair was cancelled as the instrument was reported to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facs¿ lyse wash assistant leaked biohazard waste liquid outside the instrument. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from spanish: "a liquid leak is observed at the base of the equipment." 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.